Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received for evaluation. The pump was visually inspected and there was no damage or crack. A functional test was performed and the pump failed the test. The reported accuracy issue was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The cause of the issue is unknown and the expulsor will be trimmed to bring the delivery into more nominal a range.

Event description:
Additional information was received indicating that the issue occurred during "in house testing/inspection" process and there was no patient involvement.

Manufacturer narrative:
H2: additional information see a1, b5 and h6 (patient code).

Event description:
Information received indicating that a smiths medical cadd solis vip pump failed flow test. No adverse effects reported.